Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter; product ID: 8709, serial# (B)(4), implanted: 2005, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), (B)(6), (B)(6); product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative (rep) regarding a patient who was receiving 3000mcg/ml fentanyl at 447mcg/day, and 5mg/ml bupivacaine at "0.7" via an implantable infusion pump for an unknown indication for use. It was reported that during a normal pump replacement drug was seen in the pump pocket as well as leaking from the pin connector between the sutureless connector and pump segment. The catheter was fully aspirated to determine patency in the spine and only the affected portion of the pump segment was replaced. The patient did not report a change in symptoms or loss of efficacy prior to the normal pump replacement. The pump was decreased by 50% to avoid an inadvertent overdose. It was reported that the issue was resolved at the time of the report. The patient status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.